Event description:
The pump was returned for investigation. Investigation revealed a vibration motor alignment failure, a keypad button response issue, and contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and did not emit vibratory alerts. The pump case was removed, and a vibration motor alignment failure was found. Additionally, the ok keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under all button contacts. No damage was found to the keypad cover. (B)(6).